Manufacturer narrative:
Contacted customer requesting for patient involvement information and repair details, but no response received.

Event description:
The customer reported that the ventilator alarmed with blower temperature high alarm error. The customer reported that the unit was in use on patient, but there was no patient harm reported.